Event description:
It was reported that the pin of the device broke which could be confirmed by an x-ray without further information.

Manufacturer narrative:
The manufacturer did receive the explanted device and x-rays for review. The investigation is pending and no conclusive statement can be made by now. Should additional information become available and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B)(4).